Event description:
The pt reported via a medwatch report that she developed diplopia and severe nausea and retching ("motion sickness" aggravated by any movement and by lowering her head any amount from being fully upright after receiving intrathecal baclofen via the pump and with pump adjustments with increased dose). Her symptoms would gradually improve over 48 hours. She also developed the sensation of a fever, but was afebrile. It was a sensation of increased warmth over all her muscles affected by spasticity with higher doses of the intrathecal baclofen. It improved by decreasing the dosage. Several hours after boluses of intrathecal baclofen, she developed a severe rebound spasticity associated with tachycardia and an excessive heat sensation in all spastic muscles. She continued to have diplopia when supine for several months but it gradually improved with decreasing doses. Over the course of several months, she was able to get her head lower without developing diplopia. The event abated after the use was stopped. The hcp had reported that the pt symptoms were alleviated at night by sleeping at a 45 degree angle and changing the programming mode to complex continuous so that less medication was delivered at night; however, this caused the pt to have increased spasticity at night. The hcp later reported that the mode of the programming was changed to flex mode and the pt's dose was tapered at night in an attempt to alleviate the pt symptoms. The pt still could not lie flat, but was better.